Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that a patient implanted with a superion spacer was explanted due to inadequate therapy. The patient underwent a mild procedure of lumbar decompression. The explanted device will not be returned for analysis as it was kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Update to blocks d4 and h4 based on most probable lot number.

Event description:
It was reported that a patient implanted with a superion spacer was explanted due to inadequate therapy. The patient underwent a mild procedure of lumbar decompression. The explanted device will not be returned for analysis as it was kept by the facility.